Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited ?no disposable, pump won't run. It was reported bubbles were observed. Per reporter residual volume was: 85.7 ml, rate 2.0 ml.hr and 13.3 ml was given. No adverse patient effects were reported. No additional information is available at this time.